Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that there was blockage with vitrectomy probes (resulting in suction problem) during posterior vitrectomy surgery. The kit was assembled correctly. After an initial normal operation, the cutting speed decreased, preventing effective aspiration. The surgery was completed on same day by replacing the pak. However, there was no patient contact with suspect product.